Manufacturer narrative:
Evaluation of the xenon lightsource (00mlx) was not performed as the device was not returned to the manufacturer. The device history record (DHR) was not reviewed as the reported complaint is being addressed by internal quality plan and is not related to a manufacturing non-conformance. The quality plan was opened by integra to address the root cause and corrective actions for the described power issue(s). As an interim solution, integra can replace components of the mlx lighting units to restore functionality should the customer later return the device. At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.

Event description:
A facility reported that the light of the mlx 300w xenon lightsource (00mlx) was flickering. The xenon bulb was burnt and replaced; however, the light would not come on. It was reported that all action steps in the troubleshooting section of the manual was performed. It is unknown if there was patient involvement; however, no injury or surgical delay was reported.